Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop; concurrent procedures- anterior repair and cystoscopy. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was also reported that patient underwent partial mesh excision, vaginoplasty, and cystoscopy on (B)(6) 2013 due to dyspareunia secondary to vaginal mesh erosion. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent cook medical implant graft placement on (B)(6) 2013 due to dyspareunia secondary to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.